Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6. Device evaluation: the device related to the reported event of seroma-late was received on may 28, 2025, with lot number 2693945. Based on the product analysis performed, the assessments of the complaints are: - seroma-late: unable to observe as it is not related to the device. As per the investigation procedures creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "discreet bi-lateral peri-prosthetic effusion" diagnosed via ultrasound. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "discreet bi-lateral peri-prosthetic effusion".

Event description:
Healthcare professional reported "discreet bi-lateral peri-prosthetic effusion" diagnosed via ultrasound. The device was explanted.